Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner (daiichi) regarding a patient who was receiving gabalon (unknown concentration and dose) via an implantable pump for spastic cerebral palsy. It was reported there was a suspicion of pump infection. The date of incidence was (B)(6) 2018. The hcp reported that there was a possibility of removal associated with the pump infection at about 2:30 pm on (B)(6) 2018. "Decrease in the daily dosage and the countermeasure were told to" the hcp. The event was classified as serious. The event was reported as causally related to the drug, and unknown if related to the catheter, pump, programmer, or surgical procedure. The outcome of the adverse event was unknown. No further complications were reported.

Manufacturer narrative:
Fdc updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was reported to be receiving gabalon at 240 mcg/day through (B)(6) 2018, then was receiving 96 mcg/day. The date of incidence of the event was updated to (B)(6) 2018. The outcome of the adverse event was recovered, as of (B)(6) 2018. The event was reported to not be causally related to the drug, catheter, pump, or programmer. On (B)(6) 2018, there was the onset of fever, and swelling was observed. (B)(6) was identified. On (B)(6) 2018, the pump pocket and the pump were cleansed in an emergency procedure. The pump was implanted again. Removal was considered. During this period, cefamezin was administered at 1.5 g/day. Administration of oral spastic drug and removal were proposed. It was reported that on (B)(6) 2018, in a blood examination before the procedure, it was confirmed that (B)(6) was negative. It was then reported that the pump and catheter were removed on (B)(6) 2018, but was also reported the pump was explanted on (B)(6) 2018. It was confirmed the patient recovered from the biological or clinical infection. Per the attending physician's assessment, it was considered that the origin of the infection was not the pump or catheter. The infection was attributed to factors such as procedure and environment.